Manufacturer narrative:
.

Event description:
The customer reported that the display sustained some damage after the unit was dropped. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.